Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 400 mg/dl while wearing the pod for an unknown amount of time. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. It was also reported that the patient believes the cannula did not insert properly into the skin.